Manufacturer narrative:
The reusable impactor head broke at the point where the component attaches to the impactor handle. Review of inspection records for the affected lot of material indicate that the component was manufactured to specification.

Event description:
The reusable impactor head broke at the point where the component attaches to the impactor handle.